Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, d9, h6 (health effect impact code- replace with 2645), and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to the user may have hit the connector something hard or stress to the connector toward loosening direction was accumulated, which made the connector deteriorated over time. However, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): user can detect and prevent the suggested event by handling the equipment as below- chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. -warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the reprocessor exhibited damage of the connector in the basin by the aged deterioration. There were no reports of patient involvement.